Event description:
A report was received that the patient's ipg moved toward the spine causing discomfort. The patient underwent a revision wherein the ipg was moved to the hip. The patient was doing well post-operatively.